Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version #: 1.2.0. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site had used the open spinous process clamp for a case. Everything was known to be accurate. The surgeon and manufacturer representative had verified accuracy and did two spins with the imaging system and checked with the mr8 and passive planar blunt to known anatomical landmarks. No breach was noted. The surgeon navigated the mr8 and thoracic probe with no issues, then backed it up and placed a tap with power (3rd party screw and tap under power were noted). When the surgeon checked screw placement all left side screws breached laterally. This was noted and found under the post op spin. There was a reported delay of 45 min or more was noted. There is no known impact on patient outcome. Additional information was received. It was reported that the surgeon revised the screw placement. There was no adverse consequences other than additional flour/anesthesia time. No other surgery was scheduled to revise the screw placement, it was done the same day.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.